Event description:
It was reported that a 63-year-old female patient underwent primary breast reconstruction surgery with ce med height te 550cc tissue expander on both sides and experienced right side deflation, and local reaction and left side early onset seroma postoperatively. As a result, the devices were explanted on (B)(6) 2023. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right deflation and local reaction. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 10, 2023, device evaluation was completed. Device evaluation summary: mentor conducted visual inspection, leak testing and microscopic examination of the returned device. Visual analysis of the returned sample determined that the ce med height te 550cc tissue expander was found to be intact. Leak testing was performed in accordance with mentor's procedures. Findings revealed two tears were observed. Tear a measures 0.3cm and tear b measures 0.1cm microscopic examination was performed on the edges of the tears, and parallel striations were found in both tears on the anterior aspect shell. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 10, 2023, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental medwatch report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).